Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a left overpressure alarm, the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(6).

Event description:
The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited a constant left overpressure alarm while supporting a patient. The customer also reported that the patient was subsequently switched to a backup companion 2 driver. There was no reported adverse patient impact.

Manufacturer narrative:
The customer-reported left overpressure alarms were confirmed via review of the driver's alarm history but were not able to be reproduced during investigation testing. The driver passed all final test acceptance criterial and there was no evidence of a device malfunction. The confirmed left overpressure alarms were likely caused by a combination of customer-set alarm thresholds and patient conditions. The companion 2 driver system operator manual (c2-900002, section 14.4) states that the driver alarm settings are adjusted to default values by the factory, but may be adjusted for individual patients. The left overpressure alarm set point of this driver (s/n (B)(4)) was 40 mmhg lower than the set point of another driver reported by the customer to also have been supporting the patient. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.